Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. On the day of the event the user attempted to test her blood glucose and the meter would not power on. Approximately 3-4 hours later the patient began to experience hypoglycemia and fainted. The mother treated the user with honey and she regained consciousness and was fully recovered. No medical treatment was required. The mother advised that all medication was taken as prescribed on the day of the event.